Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer did not hear the beeps. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Confirmed audio option was enabled. Conducted audio test and pump did not pass. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
Sc1-cap locked in place properly during testing. Unit powered on successfully and was successfully uploaded to carelink. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the time of the customer's call. However, no relevant alarms were noted. On the unit, the menus were navigated to audio settings and audio settings were then enabled. Unit passed the self-test. Audio functioned as expected and no anomalies were noted. Unit was cut open and a visual inspection on connectors and electronic assemblies was performed. Per visual inspection, all connectors including motor flex connector were plugged in properly. No moisture damage was noted on electronic stack. The following cosmetic damages were noted: scratched case and pillowing keypad overlay. In conclusion, customer¿s allegations of audio anomaly were not confirmed when the audio functioned as expected during testing and unit tested successfully. For additional information regarding the tests performed refer to (B)(4)¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.